Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) dropped the patient line on the floor when getting ready to connect to a home choice (hc) for therapy. The hp had already removed the cap from the line and dextrose spilled out of the patient line and onto the floor. The technical service representative (tsr) advised the hp he would have to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Complaint for a leak is confirmed because it was reported that when getting ready to connect, patient removed the cap from the patient line and dropped it on the floor, causing dextrose to spill out of the patient line on the floor. A labeling review found the labeling to be adequate for the use/user error identified in this incident.